Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. It appears the instrument was subjected to extreme high impaction based on the excessive dents at end of handle. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance."

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a hip arthroplasty procedure utilizing an inserter on (B)(6)2013. During the procedure, the surgeon could not disengage the inserter from the acetabular cup. The surgeon attempted to remove the inserter utilizing a screwdriver, but the tip of the screwdriver fractured inside of the inserter. The surgeon completed the procedure by removing the cup and using another inserter and acetabular cup.